Event description:
It was reported that the patient present in clinic after receiving inappropriate therapy due to a supraventricular tachycardia episode. The device was reprogrammed and remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.